Event description:
It was reported that pump experienced malfunction alarm identified as malfunction 9, with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset instructions and assisted with troubleshooting, but caller was unable to complete reset due to lack of supplies. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.